Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple insulin pump error alarm. The customer¿s blood glucose level was 10.1 mmol/l at the time of the incident. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer was performed self test and it did not passed. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 4 alarm followed by pump error 63 alarm confirmed in the history due to broken trace. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test and occlusion test. Device was monitored and functioning properly. No pump error 130 alarm noted. The motor was tested outside of the device and passed.